Manufacturer narrative:
(B)(4).the root cause was undetermined.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
This is an international report where a doctor reported that the connection of the transfer set was not tight enough. The doctor stated that the transfer set disconnects with a quarter twist and that is not tight enough. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received one used patient connector and titanium adapter in reference to connection issue. During visual inspection it was noted that the patient connector and the titanium adapter did not connect flush and was difficult to connect. The titanium adapter contained what appeared to be material from the patient connector. Patient connector contained damage to the threads. The complaint was confirmed in the lab for connection issue. Upon completion of baxter's investigation, a follow-up will be submitted.